Event description:
Caller reported a cartridge alarm 20 with a blood glucose reading of 526 mg/dl. To address the high blood glucose level, the customer performed a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Tandem technical support confirmed consecutive cartridge alarms and resolved the issue by sending a replacement pump. The customer acknowledged receipt instructions and planned to return the problematic pump within 10 days.